Event description:
Reference number (B)(4). Event occurred in norway. It was reported that the patient faced an event of high blood glucose level when he changed infusion set late night on (B)(6) 2024. Patient first went to emergency room and later was hospitalized due to high blood glucose level. Patient got insulin by pen at hospital to resolve the issue. Patient changed the infusion set twice. No further information was available.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.